Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify device heating up anomaly due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and it was hot with critical pump failure. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the bottom of the insulin pump was over heating. The customer was not calling back after previous troubleshooting for a pump hot/warm/overheated. The battery cap was not damaged. The customer had a blank display after inserting a new battery and it did not help the insulin pump. The customer was advised to revert to their back up plan per healthcare professional¿s instructions. The device will be returned for analysis.